Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the bending section cover, nozzle and adhesive around objective lens had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.